Manufacturer narrative:
The device was not returned for evaluation. An event regarding crack/fracture involving a mako driver shaft was reported. The event was not confirmed. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of device is needed to investigate this event further. If additional information and/or device becomes available, this investigation will be reopened. Not returned.

Event description:
Flexible drill shaft broke while checking the screw holes in the cup. This came from the restoris acetabular screw instrument set.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Flexible drill shaft broke while checking the screw holes in the cup. This came from the restoris acetabular screw instrument set.